Event description:
The lay user/reporter called lifescan (lfs) in 2008 on behalf of the lay user/patient and alleged that her one touch ultra meter was giving her battery indicator sign and then was powering off. The medical affairs specialist (mas) spoke to the reporter on february 6, 2008 and verified the following information. According to the patient's daughter (reporter), the alleged issue began about a week ago from the day she called lfs. The reporter mentioned that the patient was testing her blood glucose once in the morning and once before going to bed. She was taking a set amount of her oral diabetes pills prior to the issue. The reporter was unable to provide the name and dosage of the medication. She mentioned that the patient had been taking regular dose of her diabetes medication and had not been checking her blood glucose during the week after the issue started. On two days prior to orginal date at around 6 am, the patient called her daughter (reporter). The daughter noticed that the patient was not able to speak. Therefore, she called the ambulance and went to her mother's house. The ambulance came and checked the patient's blood glucose. They received a reading of 17 mg/dl. They treated her with glucose and took her to the hospital. At the hospital, the patient was tested again and received a reading of 118 mg/dl. They tested her blood glucose again after about one and half hours and received a reading of 95 mg/dl. The patient was treated with glucose at the hospital. The patient was diagnosed with hypoglycemia and stroke at the hospital. The patient was hospitalized for a night. Currently, the patient is advised by her physician not to take any diabetes medication and to test her blood glucose four times daily. The reporter also mentioned that the patient gets episodes of low blood sugar very often, but if she would have a meter working for her, she could have known in advance that her blood sugar was dropping and she could have been treated earlier. The customer service agent (csa) verified that the batteries were changed in the meter as recommended and there was no meter misuse. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the reporter claimed that the patient could not realize in advance that her blood sugar was falling due to the meter issue and later, suffered severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.